Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Customer complained that the IV pole that was attached to the humidifer holder arm fell off and struck the patient¿s circuit. The event did not cause any harm to the patient or circuit. No obvious damages was noted. Our field service engineer replaced the humidifer holder arm. The replaced part was not returned for investigation. The ventilator was investigated and passed all functional and safety tests and was returned and cleared for clinical use. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilators humidifier holder fell off and struck the patient¿s circuit. There was no patient harm. Manufacturer ref.#: (B)(4).